Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for use after expiration from this lot. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: note the use by date. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that on (B)(6) 2015 the xience v 2.25 x 15 mm was implanted in the patient. However, it had expired on (B)(6) 2015. No adverse patient effects were reported. No additional information was provided.